Event description:
The system 97 failed to autofill. Blood was noted back into the system 97 pump. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 09/22/1998.) (Pt's current status: unk - reported 09/22/1998.)